Event description:
User reports receiving intermittent glucose results of 9 mg/dl on approximately 11 samples. Repeat in duplicate of same samples recovered correctly. User cannot provide pt results that were affected. No treatment was given due to incorrect results. The user determined the sample probe was defective and replaced the sample probe. The field service presentative confirmed the issue was due to the sample probe.